Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that a patient underwent c7 corpectomy using artificial plate and pedicle screw fixation at c2-th2 levels. On unknown date, c2 screw did not work due to a fall. Revision surgery was scheduled to remove c2 screw and the screws which had bone purchase (short fusion) were left. C2 screw was lost bone purchase due to fall . Revision was conducted on (B)(6) 2015 and c2 screw was removed as it was loosening. The surgery was completed after conducting posterior spinal fusion at c5/th3.